Event description:
It was reported that there was particulate matter inside the bag of an eva bag. This occurred prior to use. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, it has not yet been received by baxter. Should the device or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one bag filled with total parenteral nutrition (tpn) solution was received for evaluation. Visual inspection of the sample identified a tiny particle within the bag, confirming the reported condition. The cause was undetermined. This issue has been escalated to CAPA. Should additional relevant information become available, a supplemental report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.